Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 12/04/2014 device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.

Manufacturer narrative:
Follow up #2 01/05/2015 - device evaluation: the pump has been returned to animas and evaluated on 12/10/2014 with the following findings: on (B)(4) 2014, the pump¿s black box recorded a loss of prime warning due to a low, non-zero, force sensor reading. The pump was exercised at 24 hours at 1 unit/hour with no ¿loss of prime¿ warnings or other alarms. The pump¿s force sensor was found to be out of calibration.